Event description:
The customer reported a possible issue with the therapy port. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported a possible issue with the therapy port. There was no report of pt impact or involvement. Philips evaluated the device and confirmed the issue. The processor and power pcas were replaced to resolve the issue. We cannot determine the root cause because more than one part was replaced.